Manufacturer narrative:
User reported diabetic ketoacidosis event that got him hospitalized. The event was related to diabetes; the following example set was provided: (B)(6) 2025 - 7:24 am mst - sg 261 mg/dl - bg 400 mg/dl. A review of the data management system (dms) confirmed the sensor glucose (sg). Per dms the user received a high glucose alert on (B)(6) 2025 at 07:19 am mst when the sg value was 260 mg/dl. The user received treatment at the hospital. No treatment details were provided. The user's hcp is aware of the event. Since the system performed as intended by asserting appropriate high glucose alerts during the time of event, no further investigation was found necessary for this complaint. B4. Date of this report 11 dec 2025. G3. Date received by the manufacturer? 11 dec 2025. H3. Device evaluated by manufacturer? Yes. H6. Medical device problem code (a) updated to 2993. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
The user reported experiencing a diabetic ketoacidosis (dka) event that resulted in hospitalization. The event occurred on (B)(6) 2025 at 7:24 am mst. At the time of the call, the user stated they were feeling well. The event was related to diabetes; therefore, the following example set was provided: (B)(6) 2025 at 7:24 am mst where sg 261 mg/dl and bg 400 mg/dl. After dms review, the following information was confirmed at the time of the event: (B)(6) 2025 at 7:24 am where sg 261 mg/dl and bg not entered. Dms review also confirmed that the user received a high glucose alert on (B)(6) 2025 at 7:19 am mst, when the sg was 260 mg/dl.the user received treatment at the hospital. Information regarding prescribed medications or specific treatment details was not provided.the user's hcp is aware of the event.per dms, the user is currently using the system with up-to-date information.